Event description:
It was reported by service report that the fowler will not raise or lower electrically. The bed is making unusual noises when trying to use bed functions. No pt involvement or adverse consequences are reported.